Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller states since implant, the device has caused nothing but problems and they are having trouble getting the doctors to deal with it quickly enough. Caller states it is very painful when patient moves and those sharp pains are causing patient to either fall or almost fall. Caller is worried about patient hurting herself or breaking a hip. Patient is on pain medication around the clock and they decided there had never been an infection . Caller also states the healthcare provider prescribed pain medication and antibiotics and that is what put patient where they could not walk and so bunged up but they are just masking the problem because patient is on the pain medication round the clock. Caller states antibiotics did not help, so they went on pain medication. Patient states the pain has been intense for a good while and is in a crescent shape around the device. Patient has a hard time getting up and down and using a walker and stuff like that. Patient went in to see dr (B)(6) about 2-3 weeks before christmas and there was no discussion with her about complications and they thought it may just be an inflammation and that was all that was done . Patient had an x ray yesterday and they have not given the results yet but they feel like the device may have shifted. Caller states patient has been hobbling around the last few months. Caller asked if there are two places on the device that can be tacked to a muscle or something so that it will not shift. Caller does not understand why they would ever not tack it in place. Caller mentioned speaking to medtronic representative (B)(4) on monday and told him what was going on. Caller did not think (B)(6) gave any recommendations but they were in the process of taking the x ray to get more information. Caller states patient is heavy, sometimes uses a walker and can have trouble standing /sitting. Caller states patient also did not have good results with symptoms. Patient states when they did a program and setting patient could feel it. Pss reviewed patient may not always feel it. Caller wants to know what company guidelines are for implanting the device and why the device was not tacked down right if that is the issue. Agent will reach out to someone that has that information. Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the patient not always feeling it was determined. Most likely caused by snm no longer in good position and flipping ipg causing pain. Pelvic x-ray ordered for (B)(6). The patient did have an infection and it was related to the device/therapy. The patient was given keflex for cellulitis which had resolved, diclofenac refilled for pain. The issue was resolved. Imaging review with patient on (B)(6), revision and replacement surgery scheduled for (B)(6) 2025.